Event description:
Boston scientific received information that this patient's left ventricular (lv) leadexhibited high out of range pacing impedances of greater than 2000 ohms and increased thresholds in the bipolar configuration. The physician stated these have been high for about a year, and there are no plans to intervene. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.